Event description:
A doctor alleged that a patient had experienced the loss of a three (3) unit bridge one (1) month after placement with the nx3 dual cure clear and the optibond xtr products.

Manufacturer narrative:
The doctor had initially cemented the patient's bridge on (B)(6) 2013. The bridge debonded and the patient returned to the doctor's office on (B)(6) 2013. The doctor seated a provisional restoration for the patient. A new bridge was made and cemented on (B)(6) 2013 using a different product, without further incident. To date, the patient is doing fine. One (1) nx3 dual cure clear syringe was returned and a physical evaluation was performed using retained samples of optibond xtr (adhesive lot #4720939 and primer lot #4704912), yielding results within specifications. In addition, no similar complaints were received with regard to this lot.